Event description:
In 2008, the patient had the cable implanted to fuse her neck. Sometime after the initial surgery, the patient experienced bleeding in the brain. There is no more information on this. It is unknown as to what caused the bleeding. The cable was eventually removed on (B)(6) 2010 and discarded and the patient has recovered.

Manufacturer narrative:
Device was not returned but rather disposed of at the hospital. It is unknown if the cable migrated, broke or remained in place. Pioneer surgical has spoken with the patient's mother but has been unable to get any information on the device, hospital or surgeon that implanted the device so that pioneer surgical could conduct a further investigation. According to the patient's mother the patient is currently doing well.